Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to the keypad traces. No button error alarm during our testing. The insulin pump was received with normal operating currents. No failed battery test alarm occurred during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and stained end cap sticker.

Event description:
The customer stated that the insulin pump alarmed an error. They tried clearing it but the device would not respond to the button presses. The customer removed the battery, reset the device, reinserted the battery, and the insulin pump alarmed failed battery test and button error. The customer's blood glucose was unk. No troubleshooting was performed due to the button error and the customer could not insert new batteries because they were on vacation and did not have fresh batteries. The discontinuation of the device was advised. Nothing further was reported.